Manufacturer narrative:
Baxter's product surveillance dept will attempt to review proper procedures with the home pt.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Per initial report, the home pt connected during priming. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.